Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, the display screen was found to be cracked and the settings were not visible. The device's lcd screen was replaced to address the issue.a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.